Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): instructions: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f. Important information ¿ please read before use. Warnings and cautions. "Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the olympus endoscope system (oes) image centering was off, the ultrasound medical (um) image had one broken element, a deep dent and heavy discoloration on the insertion tube, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported, the ballon in the ultrasonic bronchofibervideoscope was used and it may have broken inside. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.